Event description:
During the eval of a returned spectrum infusion pump, 288 occurrences of "downstream occlusion" alarms were identified in the event history log. Any pt involvement, injury or medical intervention is unk since these items were found during eval of the device.

Manufacturer narrative:
MFR ref no: (B)(4). The device was returned and evaluated by baxter. This complaint was opened during the investigation of complaint (B)(4). The "downstream occlusion" alarms were confirmed through an event history log review. The cause was undetermined. If any add'l info is received, a f/u will be sent. The force sensor gasket and downstream tubing guide were replaced.